Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's saphenous vein graft to the obtuse margin were unsuccessful due to resistance. Subsequently, the physician attempted to advance the sds with the sheath retracted and lost guide catheter support causing the sds to relapse into the aorta. The stent dislodged from the balloon catheter and embolized to an unknown location in the pt's body. The guide catheter was withdrawn without complication and an attempt to advance another coronary stent with delivery system was unsuccessful due to similar resistance. The second sds was withdrawn from the pt without complication and a poba was performed. The poba was successful. The pt subsequently expired that evening due to worsening congestive heart failure and pulmonary edema.